Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was unable to prime during the prime test and alarmed for a motor error during the basic occlusion test due to a faulty gold force sensor resistor. The occlusion and excessive no delivery alarm tests could not be performed due to the prime anomaly. The motor was tested outside of the device and passed. The insulin pump had a cracked display window, cracked case at display window corner, a cracked belt clip slot and a cracked reservoir tube lip.

Event description:
The customer reported that her pump had a motor error alarm. Customer stated that she needed to rewind the pump five times before she was able to go back to setting. Customer's blood glucose at that time was 150 mg/dl. Troubleshooting was done. Advised customer that the insulin pump would be replaced. Customer stated on 7/6 she noticed that there was motor error, blood glucose was 120mg/dl and that morning was 58mg/dl and after treating her blood glucose was 150mg/dl. No further information provided.